Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803 the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a niti k-file broke during treatment. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Instrument which was involved in a file breakage was not returned and no unused instruments were received from the same lot. Nothing unusual to report was found during DHR review. Additional information was received indicating that no injury resulted.